Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant medical products: 694758 lead, implanted: (B)(6) 2011; 419678 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The patient had recurrent enterococcal bacteremia. Transesophageal echocardiography was concerning for vegetation on a lead. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received that the patient has an ejection fraction of 16%, is chronically hypotensive and has advanced renal insufficiency. During the explant procedure, the patient went into cardiogenic shock. This happened quickly after removing the device and was thought to be due to the loss of ventricular synchrony. An intra-aortic balloon pump (iabp) was placed and the patient was stabilized. The leads were then extracted and the patient was transferred in critical but stable condition to the intensive care unit. Over the next few days the iabp was weaned and removed. However, once out the patient again went into shock and had a ventricular tachycardia (vt) arrest. An iabp was emergently placed. Subsequently, a new device system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.